Event description:
It was reported to philips that the system's footswitch was intermittently not responding, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. This was an intermittent issue, and the system remained operational using the wired footswitch. There was a recurrence, where the actual resolution was carried out. Upon troubleshooting, the fse found that the foot pedal lost communication with the base station and was not able to x-ray. To resolve the issue, the fse replaced the wireless foot pedal. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.